Manufacturer narrative:
The event unit is anticipated to return to applied medical. A follow up report will be provided following the completion of the investigation.

Event description:
Procedure performed: lapa gastrectomy / gs. Event description: [hospital] "the customer reported that the device failed to fire clips. We returned the device and tested it. Clips were not loaded while squeezing the handle about 10 times. Afterwards, we continued to try to load and fire clips. Clip was finally loaded into the jaws." Product is available for return. Additonal information was received via email on 10nov2023 from the complaint reporter (entered by d. An) "it was difficult to confirm whether the issue was initially observed when the first clip or a subsequent clip was loaded. Cff05 was used. When we tested the returned unit, the clips were not loaded, but after squeezing several times, the clips were loaded. It is difficult to confirm whether any pressure was applied to the trigger while moving through the trocar. The customer mentioned that they loaded clips and ligated vessel after the device was inserted into the trocar. After firing clips, clips did not come out of jaws and left as closed in the jaws at lower part. So it had to be manually removed. The trigger was actuated as normal." Patient status: there was no problem with the patient. Intervention: the case was completed with the new device.

Manufacturer narrative:
Applied medical has issued a voluntary recall of our epix universal clip applier for specific ca500 lots. These ca500 units are being recalled due to a nonconformance that may result in a clip not loading into the jaws after the trigger is actuated. Applied medical has recently implemented manufacturing corrections which are intended to reduce the potential for this type of incident to reoccur. The lot associated with this complaint, #1482954, was included in the recall.

Event description:
Procedure performed: lapa gastrectomy / gs. Event description: [hospital]. "The customer reported that the device failed to fire clips. We returned the device and tested it. Clips were not loaded while squeezing the handle about 10 times. Afterwards, we continued to try to load and fire clips. Clip was finally loaded into the jaws." Product is available for return. Additional information was received via email on 10nov2023 from the complaint reporter (entered by d. An) "it was difficult to confirm whether the issue was initially observed when the first clip or a subsequent clip was loaded. Cff05 was used. When we tested the returned unit, the clips were not loaded, but after squeezing several times, the clips were loaded. It is difficult to confirm whether any pressure was applied to the trigger while moving through the trocar. The customer mentioned that they loaded clips and ligated vessel after the device was inserted into the trocar. After firing clips, clips did not come out of jaws and left as closed in the jaws at lower part. So it had to be manually removed. The trigger was actuated as normal." Patient status: there was no problem with the patient. Intervention: the case was completed with the new device.